Event description:
The balloon deflated while in the pt, causing leakage around the site, and subsequent removal of the g-tube.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.